Manufacturer narrative:
Product complaint #: (B)(4). The following additional information was requested an d the following was obtained: what was done to treat the shard penetration? Band-aid. Was medical or surgical intervention required? No. Was there any special diagnostic test performed? No. What is the status of the surgeon injury today? He is fine, and area is recovered was it difficult to break the ampoule (was extra force needed to break the ampoule)? No. Was the ampoule crushed repeatedly? First squeeze. Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? No. Can you identify the lot number of the product that was used? No. Evaluation: a device was returned for analysis. The analysis results found that the dnx12 device was returned. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. It was not determined the cause. If the further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a laparoscopic hernia repair on (B)(6) 2019 and topical skin adhesive was used. During use, when breaking the ampoule on the patient, the glass broke through the surgeon's glove and cut his finger. The shard of glass is visibly coming through the pen. The surgery was not delayed due to the reported event. The procedure was successfully completed. There were no fragments generated. It is unknown how the case was completed. There were no patient consequences reported. One device will be returned.